Event description:
It was reported that the pt was implanted a fitmore hip stem b ext offs, size 6 on the right side on (B)(6) 2009. On (B)(6) 2014, it was reported that the pt is experiencing metal flacking. Currently, the pt is being monitored due to pain and "metal flacking."

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised. Zimmer was aware of this case on (B)(4) 2011 and it was not considered reportable at the time. The supplemental info changed the assessment of the case and found to be reportable. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).